Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost consciousness while visiting a neighbor and they called the paramedics. The blood glucose reading was 30mg/dl and was treated with manual injections. After reviewing the settings and bolus deliveries, the doctor assumed that the insulin pump was not the reason for the low blood glucose. It was stated that the customer suffers form esophageal reflux. No further information was provided.